Event description:
The customer reported that water under the screen was observed after getting into the pool to save his dog. The customer stated that the device was vibrating and the display was blank. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.